Event description:
According to the reporter: occurred during a robotic laparoscopic total gastrectomy procedure. The device was being applied for the anastomosis of the esophagus and jejunum. The stapler and anvil together did not fire a complete set of staples. Where the misfire occurred, the stapler and anvil were cut out of the tissue. There was unanticipated tissue loss as a result of the problem. The anvil could be tilted after firing. The anvil was not bent and the sizers were not used. A suture was used running on the posterior portion and interrupted on the anterior portion of the anastomosis. An air leak test was successfully conducted after the anastomosis was created with the suture. The surgical time was extended by more than thirty minutes due to the product problem but did not cause any adverse effects on the patient. The patient has undergone chemotherapy or radiation treatments. The patient status is alive, no injury. After the procedure, it was determined that a smaller stapler was paired with a larger anvil.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.